Event description:
A strange particle (like an eye lash) was found inside the sterile blister pack. There was no patient involvement, no contact or injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.